Manufacturer narrative:
Film evaluation summary: the exact cause of the suprarenal stent detachment could not be determined from the single returned still image provided. The supra renal stents were confirmed to be entirely detached from the bifurcate proximal fabric. The suprarenal stents appeared intact; no obvious stent fractures and no entanglement was observed, and the detached stents were positioned ~10 ¿ 15mm directly above the bifurcate fabric. No other bifurcate fabric, stent or suture issues were seen. Although it was likely that the stent severance led to migration of the bifurcate and a proximal type I endoleak, since the film was non-contrast, no assessment the reported endoleak or stent graft patency could be performed. The location of the suprarenal stents and stent graft relative to the renal arteries were also unable to be verified. Films during or post-implant of the endoanchors were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with a tender abdomen. A CT showed that the suprarenal stent had separated from the graft material and there was a proximal type I endoleak. Another manufacturer¿s aortic cuff was implanted with 8 aptus endoanchors and no endoleaks were seen on the final angiogram. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional internal film review: the exact cause of the suprarenal detachment could not be determined from the films provided. Films pre-implant and serially during the initial 3 year implant duration were returned. Pre-implant CT¿s revealed that the patient had a 58mm max diameter infrarenal aaa which contained thrombus. The proximal neck diameter just below the lowest left renal artery measured ~27mm, and 2cm lower near the bottom of the neck was~28mm in diameter. The neck contained areas of calcification, especially along the posterior side of the neck from 20mm above to 10mm below the level of the renal arteries, and also at the orifice of the left renal. CT¿s from 4 weeks to 36 month implant duration revealed that the proximal neck diameter had dilated from 27mm to 32mm, and the infrarenal neck angulation remained at 50 ¿ 55 deg. The aaa diameter increased from 60 ¿ 68mm, with contrast seen outside the stent graft beginning at 12months near the distal aorta from a possible type iii fabric or type ii endoleak. The cause of the possible type iii endoleak could not be determined. Beginning at 36months, partial suprarenal stent detachment was seen at the posterior suprarenal stent attachment site, which appeared to have been caused by failure of the posterior attachment sutures. Films between 36 ¿ 76 months were not provided. A single returned image at ~76 months (jan 2017) showed complete detachment of the suprarenal stents from the bifurcate proximal fabric. The suprarenal stents appeared intact; no obvious stent fractures or entanglement was observed, and the detached stents were positioned ~10 ¿ 15mm directly above the migrated bifurcate. The exact cause of the likely suture failure leading to the suprarenal stent detachment could not be determined from the films provided. However, this appears most likely to have been caused by disease progression; neck dilatation. The increasing aortic diameter exceeded the stent graft diameter, leading to lack of vessel support for the stent graft in the seal region, allowing high loading and eventual failure of the suprarenal stent attachment sutures. It is also possible that the neck calcification observed near the renal arteries may have contributed to the failure of the sutures due to external abrasion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.